Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, reported difficulty to remove cds/sgc appear to be due to the procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip referenced is filed under a separate medwatch report number.

Event description:
This is being filed to report the difficulty removing the cds from the sgc. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced to the mitral valve and the leaflets grasped. The mean pressure gradient increased therefore the clip was not implanted. During retraction of the cds incorrectly into the steerable guide catheter (sgc), one of the clip arms became stuck on the soft tip of the sgc. The clip arms were closed completely and the sgc and cds were pulled back through the fossa into the right atrium (ra). Just before exiting the vein with the sgc and cds, the clip got stuck in the vein. Surgical intervention was performed to remove the clip and the vein closed. The procedure was continued with two clips implanted, reducing mr to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.